Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: article title "calcification of surgical aortic bioprostheses and its impact on clinical outcome" the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "calcification of surgical aortic bioprostheses and its impact on clinical outcome", was reviewed. The article presented a prospective, single study to evaluate the in-vivo and ex-vivo leaflet aortic valve calcification (avc) deposit, the relation of avc with structural valve deterioration (svd) on echocardiography, and the clinical prognosis value of bioprostheses (bp) avc. Devices included magna-ease, mitroflow, perimount, trifecta, perceval, mosaic, labcor, and unknown stentless porcine. The article concluded that CT scan is a reliable tool to assess bp leaflet calcification. An avc>100 au is tightly associated with svd and it is a strong predictor of overall mortality and cardiovascular events. [The primary and corresponding author was thierry le tourneau, chu de nantes, 44093 nantes, france, with corresponding email: thletourneau@yahoo.fr]. The time frame of the study was from june 2011 to may 2019. A total of 342 patients were included in the study, of which 26 (7.6%) received an abbott device. The average age was 77.2 years and the majority gender was male. Comorbidities included tobacco, diabetes, dyslipidemia, hypertension, coronary artery disease, history of atrial fibrillation, severe kidney disease

Manufacturer narrative:
Summarized patient outcomes/complications of calcification of surgical aortic bioprostheses and its impact on clinical outcome were reported in a research article in a subject population with multiple co-morbidities including tobacco, diabetes, dyslipidemia, hypertension, coronary artery disease, history of atrial fibrillation, severe kidney disease. Some of the complications reported were surgical intervention (explant, valve-in-valve), hospitalization, unexpected medical intervention (medication), heart failure, calcification, regurgitation, stenosis, leaflet thickening, limitation of leaflet motion (incomplete coaptation), leaflet tear, leaflet prolapse, perforation, fibrotic svd, partial delamination these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. From medical review: the type of bioprostheses (bp) was not a predictor of aortic valve calcification (avc), but compared with pericardial bp, avc tended to be lower in porcine bp (419±550 vs 585±573 au, p=0.074). Literature attachment: article title: calcification of surgical aortic bioprostheses and its impact on clinical outcome.